Event description:
Fire fighters responded to a person in cardiac arrest. CPR was performed while the pt was connected to the device with pacing/defibrillation/ECG electrodes. According to the reporter, when the analyze button was pressed, the device would not analyze the pt's rhythm. The basis for this opinion was based upon an observation by the operator that the device's lcd indicated the device was in monitor mode. The reporter stated the device twice indicated to check pt but the operator was unable to exit the device's monitor mode. A backup defibrillator/monitor arrived on the scene and was used. The pt was resuscitated.